Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported following electromagnetic exposure. The pt visited (B)(6) on the weekend of (B)(6) 2011-(B)(6) 2011, which was also around the time the por message appeared. The por condition was cleared and the pt's therapy was restored.